Event description:
The customer reported that when the subject device was turned on when preparing for an unspecified procedure, there was no image from the camera head. There was no patient harm or user injury reported due to the event.

Manufacturer narrative:
The subject device was returned to an olympus service center for evaluation. Inspection and testing of the device did not confirm the reported event (no image). The image was present but was dark due to cuts in the cable. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, the failure of the cable was confirmed. Therefore, it is conceivable that the malfunction of the cable resulted in failure of the image function and no images may have occurred. A definitive root cause for the faulty cable could not be identified. Olympus will continue to monitor field performance for this device.